Manufacturer narrative:
Per -2393 initial report: additional information, including operative notes, patient medical history, x-rays, a detailed patient outcome and the return of the explanted devices has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified. All parts associated with these records conformed to material and dimensional specification at the time of manufacture.

Event description:
Trinity revision after approximately 3 years and 11 months due to a broken liner.

Event description:
Trinity revision after approximately 3 years and 11 months due to a broken liner.

Manufacturer narrative:
Per - (B)(4) final report. Additional information, including operative notes, patient medical history, x-rays, a detailed patient outcome and the return of the explanted devices was requested in order to progress with the investigation of this event, however, not all were provided and thus the scope of the investigation was limited. It was identified that the liner had become dislodged which led to the damage observed on the device. The appropriate device details were provided and the relevant device manufacturing records have been identified. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information no further investigation can be conducted and it cannot be determined why the liner became dislodged. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.